Manufacturer narrative:
(B)(4). Device history record (DHR) review: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Evaluation method: lens work order search, lens evaluation. Evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found one loop haptic and piece of optic torn off and missing. There was evidence of dry clear surgical residue on optic surface. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +05.00 diopter three piece silicone lens. The haptic broke during insertion into the patient's left eye. Lens was removed with no patient injury. No backup lens was available at the time. A lens was implanted two weeks later. Cause of broken haptic is unknown.

Manufacturer narrative:
(B)(4).